Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: d9, the product return date should be 14-jul-2023. Based on the results of the investigation, the phenomenon was reproduced. It was determined that an image was not displayed because communication failure occurred due to faulty cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus that an image did not appear when the 4k autoclavable camera was plugged in to a processor. The camera was plugged into multiple processors with the same results. The reported problem occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to an olympus repair facility and evaluated. Upon inspection and testing, no image appeared, caused by a faulty cable. In addition, a faded label was discovered on the rear cover. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.